Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4968 lead implanted 2013 (B)(6); 6721s-50 lead implanted 2008 (B)(6). (B)(4).

Event description:
It was reported that the right ventricular lead was oversensing noise. The lead remains in use. No patient complications have been reported as a result of this event.